Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the staple line was incomplete (only one staple line). There was no pt consequence.